Event description:
It was reported that the 9800 system has problems with powering up. At times, it is possible to "wiggle" the interconnect coupler and get the system to power on. No patient injury was reported.

Manufacturer narrative:
No additional information at this time. As information becomes available, it will be reported.